Event description:
While using night aligners the patient reported, "customer stated on a phone call that they had multiple occasions where they choked on the aligners while sleeping. Stated, "I've been wearing a stupid liner that I'm I've choked on my sleep because it doesn't fit my teeth and I'd rather not have someone call you guys up because I died in my sleep due to these the lines that came off my teeth". "And it's really bad how I threatened to take someone to court in order for someone to get back to me within less than three days because that would have been my next step because I'm, I'm not doing this anymore." "I don't have anymore aligners I have been on my last ones since february." "I am tired of sending emails they were supposed to be here the impression kit on the 17th but here I am I hate being treated like absolute garbage I want to finish my treatment I already paid the (B)(6) I will not be recommending to anyone."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.